Event description:
It was reported that the event involved a female pt. Indication for use: cardiac arrest. The md inserted the intra-aortic balloon (iab) through the teflon sheath via femoral artery with no complications. The iab was connected to the intra-aortic balloon pump (iabp) and pumping was initiated. At that time, the iab failed to augment. An ECG and arterial pressure were present at the time. As a result, the md decided to remove the iab. A new iab was inserted with no complications. The iab was connected to the iabp and pumping was initiated successfully with a good augmentation achieved. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is the pt is still alive. Additional info received on (B)(6) 2012, stated the iab and sheath were removed as one unit successfully. The second insertion site was the same as the first femoral artery. The first iab and sheath were removed over the spring wire guide (swg) and the 2nd iab was inserted via swg same site. Both iabs were prepped per instructions for use. The pt outcome is the pt is alive. The iabp used was an iap-0500, (B)(4).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.